Event description:
The company rep observed leak during safety disk leak test while performing preventive maintenance. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service rep replaced and corrected the leak failure and completed pm with full calibration, functional testing and safety check to factory specifications. This type of malfunction will be monitored on monthly basis. (B)(4).